Event description:
(B)(4). Quotation from customer/ distributor's initial report: "during a navigated biopsy to prepare an aspiration of left frontal abscess on the (B)(6) 2013 in the (B)(6), the samples that have been taken with the pajunk (B)(4) disposable biopsy needle were too small for pathological diagnosis. [...} due to the fact that the disposable needle was disposed after the surgery; it cannot be said if the needle works as intended. It seems that the suction force was not high enough to achieve the force that was needed for that case."

Manufacturer narrative:
No specific corrective action due to mitigative preventive of hazards is assigned to this report. A review of the most recent device history records and the raw material history files for the most recent batches did neither indicate recorded quality problems nor rejections related to this incident. If any further info is becoming available, MFR immediately will inform FDA. If no further info is becoming available, MFR considers this file as closed.